Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The bag/vent switch assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There was no report of patient injury.